Manufacturer narrative:
(B)(6). (B)(4) - (post-operative wound infection), (no known device problem). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Two lots of c01a cement were used in this case which were identified as el35410 and el38411. Although it is unknown if either of these devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a patient was initially diagnosed with an l1 osteoporotic fracture underwent a kyphoplasty procedure. According to the report, the patient experienced a post-operative infection surrounding the bone cement and was hospitalized to drain the fluid from the area and was also treated with antibiotics. Per the report, the surgery was completed without any complications and "the patient outcome has been good so far". No other complications were reported.